Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during shift change, it was noted that the heparin was not infusing as expected. The patient's aptt level was low which confirmed that the heparin had not been infusing for a few hours. The customer stated that it appeared that the pump malfunctioned. There was no report of patient harm.